Event description:
Patient reported that during prime no insulin dripped from the infusion set tubing. Patient then removed insulin cartridge and discovered that insulin had poured out into device casing. No error messages were generated by the device. Patient's blood glucose was not affected, and no treatment was received.